Event description:
Droplet brand pen needles are dull - almost unable to penetrate skin. Patient has generally had good luck with pen needles but new box has many dull and bendy needles sometimes preventing him from appropriate insulin injections and improper dosing. Symptoms: inability to administer correct dose of insulin.